Event description:
It was reported that the patient appeared stable at the end of the premature ventricular contraction (pvc) non-ischemic procedure and was taken to the recovery room. It was discovered while at the recovery room that the patient had a perforation. A pericardiocentesis was performed. Upon request, the bwi field representative provided additional information on the event. It was unknown if there were other factors that might have contributed to the perforation. The physician did not experience any difficulty in manipulating the catheter. The physician also did not notice any abnormal signals. It was unknown how many ablation applications were delivered to the patient before the event. The rf generator was set to ¿power-control¿ mode. The power setting was unknown. The power was titrated throughout the case. It was unknown how fast it reached its target setting before the event. The temperature cut-off was set to default settings. The flow setting was set per the IFU. It was unknown if a long sheath was used. It was unknown if the patient received any anticoagulation in the procedure.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: carto 3 system; model #: m-4800-01; serial #: (B)(4). Stockert 70 system; model #: m-5463-01; serial #: (B)(4). Coolflow pump; model #: m-5491-02; serial #: (B)(4). Webster 4 pole; model #: webster quadropolar - fixed; lot #: unk_wbstrqdrplr-fxd. Product investigation will not be performed since the catheter was not returned for analysis. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).